Event description:
Right ruptured implant. A 47 yr old white g0 female status post transaxillary subglandular 215cc surgitek gels for augmentation 2-7-87. Pt complained of pain left lateral breast, no history of trauma and has systemic complaints including: severe alopecia, dysesthesia, arthralgias, neurocognitive problems etc. Healthy, non-smoker, exam positive for bilateral grade iii contractures. Mammogram 4/92 within normal limits. Surgery 11/10/92 positive for right rupture, their capsulre, minimal calcium, weight right 180, left 210 gms with fibrous "histo."